Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas1928 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (reas1928) have been reported from the same facility.

Event description:
It was reported by the nurse to the sales representative that a 5 fr triple lumen PICC had become malpositioned after confirmed appropriate placement of the lines. On 9/12/2016 - received additional information from the facility stating the PICC was inserted on (B)(6) 2016 in the right basilica vein and confirmed with sr6. On (B)(6) 2016 at 1647 (4:47pm), a chest x-ray, taken for unrelated reasons, showed the PICC in the acj. A follow up chest x-ray at 0827 on (B)(6) 2016 showed the PICC tip in the right ij. The facility reports this patient was obese with a "very large neck", and intubated but rarely coughed forcefully. The staff was unable to flush the PICC down the svc so the PICC was adjusted to a midline. The patient had developed a thrombus in the left cephalic vein (unrelated) so that arm could not be used for PICC insertion. The patient was considering hospice so "PICC might be too aggressive" per facility's report. The midline was removed on (B)(6) 2016. There was no patient harm.